Manufacturer narrative:
Analysis of the information provided indicates that the cause for the discordant elevated troponin I results is unknown. A siemens headquarters support center (hsc) representative evaluated the available information including data of dilution studies conducted by the customer. The pattern of repeatable elevated troponin I results with negative results on the same patient sample run on an alternate siemens methodology and reduced values with age and dilution of the samples is suggestive of non-specific heterophilic antibody binding peculiar to this patient. Hsc analysis is that a labile interferent is involved in the incident. No sample was provided for siemens investigation. The account stated that other patients run for tni on the same days had not exhibited discordant elevated results. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant elevated troponin I results (tni) were obtained on three sequential sample draws from a single patient on the dimension exl system. The results were reported to the physician who questioned the results. The second sample was tested for troponin I (tni) at an alternate laboratory on another siemens system, centaur xp, and a lower result was obtained. A corrected result was issued. Reruns of the original samples on an alternate dimension exl at a later time gave lower results. An EKG and a stress test was performed on the patient. There is no indication that treatment was otherwise prescribed or altered on the basis of the discordant elevated troponin I results. There was no report of adverse health consequences to the patient as a result of the discordant elevated troponin I results or the additional diagnostic procedures.